Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we could not identify the foreign material and could not conclusively specify the root cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the videoscope displayed foreign material coming out of the channel tube. There was no patient involvement.